Manufacturer narrative:
One device was received for evaluation. Visual inspection noted no damage. Functional testing was able to determine that the backup capacitor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device encountered error 1720. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.